Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check patient line alarm on the homechoice machine, it was reported that the patient line was completely empty of solution. At the time of the alarm and observed air, the patient was connected to the device for fill one of three of peritoneal dialysis therapy. It was noted that the patient line had been properly primed prior to the patient connecting themselves for therapy. During troubleshooting, nothing unusual was noted with the supplies or the set up that could have caused or contributed to the observed air. The technical service representative assisted the patient in ending therapy and advised them to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.